Event description:
Per the clinic, the patient experienced a thin skin which eroded the canal wall, exposing the electrode lead into the external auditory canal. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024 in order to resolve the extrusion. The device was explanted during the same procedure and the patient was reimplanted with another cochlear device during the same surgery.